Manufacturer narrative:
Other, other text: investigation completed on a smiths medical ambulatory infusion pumps/cadd solis vip pumps - 2120 . The complaint of cassette not attached properly was not confirmed during testing and duplicating event while running pump in mu mode. However, event log did reveal this complaint twice. Preventative action was implemented by replacing the dso( down stream obstruction) sensor. The overall condition of the device was good. Device passed all pm testing and ready for service.

Event description:
Device evaluation completed and in h 10.

Manufacturer narrative:
No patient present at the time of the event.

Manufacturer narrative:
Investigation completed on a smiths medical ambulatory infusion pumps/cadd solis vip pumps - 2120 . The complaint of cassette not attached properly was not confirmed during testing and duplicating event while running pump in mu mode. However, event log did reveal this complaint twice. Preventative action was implemented by replacing the dso( down stream obstruction) sensor. The overall condition of the device was good. Device passed all pm testing and ready for service.

Event description:
Device evaluation completed.

Event description:
Information received indicating that a cadd solis vip pump alarmed "cassette not attached properly". No adverse effects reported.